Event description:
Device was returned for an unknown reason. During the service technician found that the connection part of the mandrel was broken. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the adaptor has the connection part broken due to the use of excessive force and incorrect movements in the procedure, creating stress in a certain point and posterior break. Device was repaired and returned to the customer on (B)(4) 2013. Second serial number is (B)(4). Placeholder.